Event description:
Hosp advised that the nurse hung a new bag of dopamine but did not change any of the parameters set on the pump. She heard the pump "beeping", and heard the sound of keys being pressed. She went into the pt's room approximately 20 minutes later and saw that 100 cc's had been infused. Nurse could not recall the rate parameters programmed on the pump. There was no pt consequence.